Event description:
My surgeon used the medtronic infuse during my surgery which has caused me many problems - including significant pain, nerve injuries, has required me to frequently visit my doctor.